Event description:
It was reported that the patient had a confirmed motor stall with no recovery recorded in the event logs. All sources of emi (electromagnetic interference) that may have caused the motor stall were ruled out. The patient was treated with oral narcotics to minimize and prevent further withdrawal symptoms. The patient was admitted to the hospital for resuscitation of withdrawal symptoms and was also treated with IV narcotics. The pump was replaced. The patient recovered without sequela or injury. The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).